Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that her infusion set and reservoirs were not functioning and she was experiencing high blood glucose. The customer was vomiting, had weight pain and abdominal pain. The customer was treated with the insulin pump. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates and bolus wizard settings were correct. The customer called back to perform the high pressure test. The customer's blood glucose before treating was 498mg/dl. The caller insisted in having a replacement. No further information was provided.